Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.